Event description:
The account reported the following cbc results from their cell-dyn 1700 analyzer: wbc 4.5 k/ul, rbc 2.63 m/ul, hgb 7.6 g/dl, plt 27 k/ul. That same day, the pt was sent to a hematologist where a new sample was obtained and tested on a cell-dyn analyzer. Cbc results were within normal range. The specific pt values and cell-dyn model number were not specified. The account believed that the original test results were incorrect. No impact to pt management was reported.

Manufacturer narrative:
Controls were within range on the day the low cbc results were generated. The account stated all syringes on the cell-dyn instrument were free of bubbles or leaks, however, a cracking and grinding noise had been heard during sample runs. A technical executive (te) was dispatched to examine the cell-dyn instrument. The te found the lyse cap was cracked. The cap was replaced, the lyse line primed and lyse reagant replaced. The te did not hear any noise during operation but found bubbles in the 100 ul sample syringe and noted it was sliding and getting stuck on the uptake. The te replaced the sample syringe and greased the gear mechanism. Subsequent verification testing passed specs. Trend analysis: a review of domestic and international complaints for 2004 did not indicate an adverse trend for the sample syringe on the cell-dyn 1700 instrument. Labeling: the cell-dyn's operators manual includes references to abnormal or erratic hgb, mch, and/or mchc. The service and maintenance section of the operators manual includes instructions on sample syringe cleaning and replacement. This is the final report. End of report.